Event description:
Customer reported the insulin pump keeps draining the battery. Customer stated she has called a few times because she's having issues with it. The battery does not last two days. Customer stated she has received a new battery cap and device alarmed low battery with a new battery. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm due to faulty battery tube. Battery tube was disconnected and reconnected to interface board. No failed battery test alarm noted afterwards. Unable to confirm currents due to failed battery test alarm. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.